Event description:
During attempted implant, p wave amplitude variation was observed on the right atrial (ra) lead. The ra lead dislodged into the right ventricle and was explanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and low sensing. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The helix length was measured within specifications. The reported event of low sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of cuts on the suture sleeve.